Event description:
It was reported following the patient's lead replacement procedure (reference MFR. Report: 1627487-2011-00745) the patient experienced loss of stimulation, invalid impedance values and overstimulation which also occurred prior to the procedure. Subsequently, the patient's entire scs system was explanted (reference MFR. Report: 1627487-2012-12140).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.